Manufacturer narrative:
Based on the failure analysis investigation, this MDR report is being retracted as a fragment-causing failure (such as a cable failure, a crimp separating from a cable, etc.) For the monopolar curved scissors (mcs) instrument, the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. There is no evidence that the intuitive surgical, inc. (Isi) device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. For clarification, the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. Any potential fragment would have been retained by the use of a tip cover. No cracks or damage was found on the brown section of the tube extension. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged a monopolar curved scissor (mcs) instrument was not working. While there was no report of patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a monopolar curved scissor was not working. The customer was unable to specify the reported issue. The faulty instrument was replaced with a spare instrument. The procedure was completed with no reported injury.